Event description:
The customer reported that the system would display white marks on the images created. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The service representative checked the connections and the power supplies. The system was tested and found to be working as intended and put back in service.